Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer had application (errors not always associated with error codes) specimen management, culture reading workflow, culture workup workflow with bd synapsys¿. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "synapsys - failed to request test from bea ".

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01226 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.